Manufacturer narrative:
(B)(4). Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, instrument failed to fire. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.